Event description:
Initial reporter indicated that pt's vns was checked and it has been inadvertently programmed off. It had been programmed off for four months. Good faith attempts have been made for additional details about the event.